Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery. According to the pt's progress notes, the preoperative and postoperative diagnosis included dub, sui, and the procedure included hysteroscopy, endo ablation, to sling, and cystoscopy.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex."